Manufacturer narrative:
(B)(4). The initial medical device report was unnecessarily created since this customer did not have a complaint against a baxter product.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.

Event description:
A customer reported to product surveillance of a clearlink hand pump blood set, in which it was leaking right below the filter after priming with saline. There was no reported patient injury or medical intervention necessary. No additional information is available.